Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via a company represented regarding a patient receiving morphine with an unknown dose and concentration from an implanted pump. The indication for use is non-malignant pain and chronic low back pain. It was reported that the pump started alarming on (B)(6) 2015. The patient came in and the pump was checked. The logs show that the motor stalled on (B)(6) 2015 at 2:51 and it recovered (B)(6) 2015 at 1:32 and stalled again at 23:16. On (B)(6) 2015, the motor recovered at 0:38 and stalled again at 5:31 with a recovery at 16:57. And an unrecovered motor stall occurred at 21:58. The pump was changed to minimum rate. It was noted that the patient had not had an MRI and it is unknown if a surgical intervention would be planned. No patient symptoms were reported. Further follow up was done to determine if the patient experienced any symptoms, if any actions/intervention took place, the cause of the motor stalls, and contact information of the initial reporter.

Event description:
Additional information received from the manufacturer representative. It was noted that the patient had reported the event to the manufacturer representative.